Manufacturer narrative:
Technical support was unable to evaluate the reported event. No resolution is available. Customer contact reports no patient information available.

Event description:
The hospital reported the unit had a large leak during patient use. There was no report of patient injury.